Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. (B)(4).

Event description:
It was reported that there was an issue with activ l sup.plate. It was reported that "there was an issue during a procedure". At the time of entry this is all the information received. Additional information has been requested. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
B5: description update.

Event description:
Clarification was received: the implant would not sit flush on the inserter. The incident did occur during surgery, however, there was no impact to the patient. There was no surgical delay, and no additional intervention was required. The type of procedure was an anterior lumber disc surgery.

Manufacturer narrative:
Manufacturing site evaluation: investigation: no product at hand. Batch history review: due to the fact that no lot number was provided, a review of the device history records must remain incomplete. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances we suspect that the surgeon attached the implant upside down, as this was the reason for a similar complaint against an active l insertion instrument. Without a product available for investigation, a definitive root cause cannot be determined. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.